Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator received shocks due to t-wave oversensing. Boston scientific technical services discussed evaluation options. It was determined that the patient had a heart rate dependent left bundle branch block (lbbb) and a new reference template was collected while the patient was exercising. X-ray evaluation was also done which showed good positioning of the system. Reportedly the patient had been off their beta-blocker medication for a week which allowed the heart rate to get high enough for the lbbb to present. The patient has been compliant with medications since this shock and no further inappropriate therapy from the device has been delivered. No adverse patient effects were reported. The system remains in service.